Manufacturer narrative:
Pending investigation. D10: 300-10-15 - equinoxe replicator plate 1.5mm o/s 5711925; 300-20-02 - equinox square torque define screw drive kit 6047186; 300-30-14 - equinoxe preserve stem 14mm 6138859; 310-01-53 - equinoxe, humeral head short, 53mm (beta) 5922372; 314-13-24 - equinoxe cage glenoid l, post aug, left 5794906; 315-35-00 - glnd kwire 6262072; 531-78-20 - shouldr gps hex pins kit 6190961.

Event description:
As reported, approximately 4 years and 11 months post the initial left total shoulder arthroplasty, the patient experienced a torn rotator cuff and complained of pain. The surgeon decided a reverse total shoulder arthroplasty was needed. The patient was revised to exactech devices. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b, c, d the revision reported was likely the result of rotator cuff deterioration and prosthesis wear of the glenoid component. It was also observed that the humeral stem and humeral head may have been implanted improperly based on the image of the unbroken torque screw and the markings present on the inferior side of the humeral head; this may have contributed to the reported rotator cuff failure or wear of the glenoid component due to over stuffing. The rotator cuff failure cannot be confirmed because immediate post-op radiographs were not provided. Additionally, the reason for the rotator cuff failure cannot be conclusively determined but may be related to an underlying patient condition, component sizing or positioning issues, or a combination of the above. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.